Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device exhibited backup operation after an open heart surgery. After a device software download, normal device function resumed.